Event description:
It was reported when the device was used in a low anterior resection. It fired an incomplete staple line. The case was converted to an abdominoperineal resection. Patient received a permanent colostomy.